Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted the device labels were undamaged and not external damage noted. A review of the event history log confirmed the occurrence of a "no disposable" alarm on the date of the reported event. Functional testing of the device was unable to replicate the reported event. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. The reported event could not be replicated and the cause was not able to be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that after some time during an infusion the pump gives an error code 'no disposable' and the delivery stops. Then the pump stops running unable to continue administration. The patient had to continue the infusion at a hospital, using a different device. There was no patient injury reported.